Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted since the lot number was not provided. The reported patient effect of stroke, is listed in instructions for use emboshield nav6 embolic protection system as a known patient effect of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, 80% stenosed, proximal right internal carotid artery. An emboshield nav6 embolic protection system (eps) was positioned in the proximal right carotid artery above the previously implanted unspecified stent. The stenosis in the previously implanted stent was ballooned several times with an unspecified balloon catheter and a new unspecified stent was successfully implanted inside the previously implanted stent. After removal of the nav 6 eps from the anatomy, the patient suffered a minor stroke. The patient was started on thrombolytic drugs, and as of (B)(6) 2018 was still symptomatic. No additional information provided.